Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 3.0-3.8 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation = lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting with a value of 1.9 inr. Due to this value, the patient went to the emergency room. The patient stated that she pressed and squeezed her finger when collecting a sample for this meter test. The patient also mentioned that she had fluctuating inr values. A sample was collected from the patient at the emergency room within 2 hours of the meter test and this sample was tested in the laboratory with an unknown method, resulting with a value of 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's product was requested for investigation.